Event description:
Customer reported a high blood glucose reading of 500 mg/dl. She also reported a crack on the reservoir compartment. She stated that she kept the insulin pump in the bra or belt clip and that it may have been bumped into something. Nothing further was reported.

Manufacturer narrative:
(B)(4). Minor scratched window, cracked display window corners, battery tube threads, cracked reservoir tube lip and cracked reservoir tube.